Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is believed to have experienced an in-situ failure. A review of the device history record noted that the case and electrode assembly were replaced during initial testing. No further anomalies were noted. This is not believed to be related to the in-situ failure. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.